Event description:
Facility rep alleges while charging lift, smoke was noticed and caught fire at the battery. Update: (B)(4) - there was no actual fire or flames. Just smoke. Then once unplugged, it quit smoking. No injury. Name of facility is (B)(6).